Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. The patient effect of thrombosis is listed in the electronic perclose the prostyle instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to an interventional atrial fibrillation (afib) ablation procedure. The suture of a prostyle device was successfully pre-placed. The sheath was upsized to a 13f, and the interventional procedure was completed. Reportedly, ten days post procedure, the patient presented with deep-vein thrombosis (dvt). A high dose of heparin was administered and the thrombus was resolved. No additional information was provided.